Manufacturer narrative:
The reported events of failure to capture, guidewire insertion issue, and material twisted were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead and exhibited failure to capture. Additionally, the lead was found to have kinked during the maneuvers. The left ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.